Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up, it was noted that the pulse generator exhibited atrial oversensing when the patient raised his arm higher than his head. Also automatic mode switch episodes had been stored.